Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, the presence of a dark particle embedded in the wall of the infusion port body was observed. The shape and aspect of the embedded dark particle is comparable to burned plastic material; the formation of such kind of particle can be linked to the molding phase of the component. The particle is made by the same material of the component; the functioning of the product is not jeopardized, and the defect is classified as aesthetic. The component is assembled on the bag through an automatic machine; the defective gag was not recognized and segregated during the inspection step. The supplier of the component has been informed of the defect and the manufacturing personnel involved in assembly and inspection process has also been informed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
The complainant reported that a black particle was observed in the administration port of a 2000 milliliter (ml) apex single chamber bag.